Manufacturer narrative:
Batch review performed on 20 march 2018. Mpact double mobility acetabular shell ø48 reference 01.32.148mb; lot 173219: (B)(4) items manufactured and released on 4 august 2017. Expiration date: 2022-07-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Double mobility hc liner 28/dmd reference 01.26.2848mhc (k092265); lot 166698:(B)(4) items manufactured and released on 17 january 2017. Expiration date: 2022-01-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size s -3.5 reference 01.29.201 (k112115); lot 170680: (B)(4) items manufactured and released on 24 may 2017. Expiration date: 2022-05-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen is not available. The surgeon revised the head and liner. The surgery was completed successfully.